Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was noisy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components and deteriorated ball bearings from normal wear out. This was further defined as normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified orthopedic surgery, it was observed that the small battery drive device was not functioning. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.